Event description:
I was sold a defective hose for a nebulizer I had previously purchased from (B)(6). Hose did not fit the very nebulizer that sold me. I had been in the hospital the previous day, reporting that I had contracted a bad case of bronchitis from the nebulizer hose. I ordered a new hose from (B)(6), which delivered another hose that did not fit my nebulizer. These people seem more or less incompetent, unprofessional, and generally unhelpful...except (B)(6) is much worse. (B)(6) is controlled by psychopaths'. Reference report: mw5174554. Patient: 1752. Device: 2183.